Event description:
It was reported that the pt received emergency treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pt's physician stated that there was no pump malfunction associated with this event. The pt's physician has adjusted the pt's insulin dosages and the pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.